Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported that the insulin pump alarmed pump error 25 for one week. The customer changed the battery everyday due to the alarm. The customer took the battery out and was advised to keep the battery out for 10 minutes until the red light stops blinking. The customer was advised to clear the alarm and insert a new reservoir. There was no mention of the alarm clearing. The customer's blood glucose was unknown.